Event description:
It was reported that after an initial bunion surgery on (b)(6) 2025, during the removal of an unrelated device on (b)(6) 2026 from an unrelated surgery, the speedakin was removed due to being a "little close" to the joint. There were no deficiencies or malfunctions alleged/found with any TMC device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (b)(6) 2025, during the removal of an unrelated device on (b)(6) 2026 from an unrelated surgery, the speedakin was removed due to being a "little close" to the joint. There were no deficiencies or malfunctions alleged/found with any TMC device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined based on the available information. There were no deficiencies or malfunctions alleged/found with any TMC device, nor were there any reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.